Event description:
Heal-laa study. It was reported that death occurred. A left atrial appendage (laa) closure procedure was performed and a 24mm watchman flx pro closure device was implanted with a complete laa seal. The patient was discharged the same day on aspirin and clopidogrel and was discontinued on apixaban. 359 days post index procedure, the patient was diagnosed with a type ii non-st-segment elevation myocardial infarction (nstemi) due to demand ischemia and was determined to be not related to the watchman device. Four days after the nstemi, the patient died. At the time of the event, the patient was on aspirin. No diagnostic was performed, and no action was taken to treat the death event. The official cause of death is unknown. The relationship of the death and laa closure procedure was indicated as unrelated. There is no further information provided.

Manufacturer narrative:
H6: patient codes corrected from myocardial infarction and ischemia to no clinical signs symptoms or conditions. H6: impact codes corrected from death and hospitalization or prolonged hospitalization to no health consequence or impact.

Event description:
Heal-laa study. It was reported that death occurred. A left atrial appendage (laa) closure procedure was performed and a 24mm watchman flx pro closure device was implanted with a complete laa seal. The patient was discharged the same day on aspirin and clopidogrel and was discontinued on apixaban. 359 days post index procedure, the patient was diagnosed with a type ii non-st-segment elevation myocardial infarction (nstemi) due to demand ischemia and was determined to be not related to the watchman device. Four days after the nstemi, the patient died. At the time of the event, the patient was on aspirin. No diagnostic was performed, and no action was taken to treat the death event. The official cause of death is unknown. The relationship of the death and laa closure procedure was indicated as unrelated. There is no further information provided. It was further reported that the patient had died 363 days post index procedure due to respiratory failure due to chronic lung disease. The patient died at home. It was further added that during the nstemi hospitalization, the patient had also been hospitalized with acute respiratory failure. The facility has therefore rescinded the complaint as not related to the watchman flx pro device or the laa procedure. This event was further reviewed by the distributor and was determined to have been issued in error; therefore, this complaint is withdrawn.